Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 249mg/dl with a lifescan meter and 96mg/dl on a liberty meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.